Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the detachment of the teflon pin on the jaw resulted in the inability to open close the jaw on one side. No patient injury reported. There were no reports of patient harm.